Event description:
As stated by the customer (B)(6) 2012: during the transfer of the pt from the bed to the wheelchair, (after the weighing) when he is on the lifter one of the clip of the sling unhooked, so the pt fell down.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo med (B)(4). As of (B)(6) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.